Event description:
Patient underwent urolift prostatic urethral lift. Uncomplicated short procedure, but then he developed severe lower abdominal pain with rigidity abdomen in recovery room. Subsequent computed tomography scan showed large 10+ cm pelvic hematoma, extraperitoneal. He was admitted to hospital, developed mild blood loss anemia, but hemodynamically stable. Did not require transfusion of packed red blood cells but prolonged hospitalization of 2 extra nights. Abdominal pain gradually subsided.